Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the patient, he experienced a loss of osseointegration of the implant while washing his hair (date unknown). It is unknown if there are plans to re-implant the patient with another device.